Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 29.6mmol/l with nausea and small ketones associated with a call service alarm issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter noted that the pump was making a sound "like a siren" with no message displayed on the screen, indicating a communication alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged call service communication alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the black box and pump histories indicated that the last basal delivery occurred on (B)(6) 2016 at 10:47pm prior to a ¿replace battery¿ alarm. There was no activity outside normal use observed in the black box or alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. A 24 hour duration test was started; however the pump emitted a call service 088 alarm during the first hour of the test. Additional testing could not be completed due to the alarm. Visual inspection revealed that the battery compartment was cracked and there was moisture corrosion observed in the battery canister. Leak testing revealed a battery compartment leak. The pump casing was removed and there was evidence of internal moisture corrosion on the printed circuit board, including the master and slave processor circuits. Investigation determined that the moisture on these circuits was the cause of the alarm.